Event description:
User experienced a leak from the analyzer creating a puddle on the floor. No pt samples were involved. No operators were harmed. The field service representative determined the pinch tubing for sipper 1 syringe was cracked and replaced the tubing. Performance tests were performed.